Event description:
It was reported that during a returned order service, a system failure with a primary audible alarm during a background test occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: both tamper seals intact. Non-OEM battery identified. Cracked right plunger case. Power up process, audio test, occlusion test were performed and the reported issue cannot be duplicated. Adc (analog-to-digital converter counts) were within specification. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.